Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent temperature alarms occurred. In addition, it was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Following the pump start-up, the pump's time and date were incorrect. Customer's blood glucose level was 74 mg/dl. The customer reported that alternate insulin therapy was available.